Manufacturer narrative:
Reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during a total hip arthroplasty a zimmer bone screw was placed inside a g7 acetabular shell. The screw was down all the way, so the surgeon threaded the screw in a little more. Attempts have been made, and no further information has been provided.